Event description:
The case was a gyn case for an endometrioma. The endometrioma was very large. The dr. Aspirated the cyst with a needle aspirator. An estimated 900cc of fluid was removed via a 60cc syringe. The physician then resected adhesions for an estimated 3 hours. In the 3 hours the physician used 4 suction devices due to the suction portion sticking. The dr noted that the probe held some omentum around the bowel due to the valve not fully returning to the closed position. There was no injury to the bowel.